Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's technical service center regarding ending therapy on the homechoice (hc) during use. The home patient had already disconnected and then reconnected to their setup without following proper disconnect procedures per the user manual. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.